Event description:
It was reported that during a secondary infusion of ifosfamide/mesna, the user observed that normal saline was also infusing from the primary container. The customer stated that there was sufficient head height between the primary and secondary containers, and compatible IV tubing was used. The customer also stated that the infusion utilized a phaseal infusion component which restricts the flow of IV fluid.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Sigma has conducted an evaluation of phaseal components n35 injector luer lock and c45 connector luer lock for their influence on primary siphoning when used with the sigma model spectrum infusion pump. The evaluation could not verify that the phaseal components caused the reported primary container siphoning. However, a decrease in the maximum flow rate for a secondary infusion, without siphoning from the primary container was observed, and reasonably suggests that the phaseal components may contribute to siphoning events.